Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) is broken was confirmed during the visual inspection. The load plate cover had a hole that affects the watertight seal, and one of the top's cover wire strands was cut/damaged. The observed physical damage appeared to be characteristic of mishandling. The load plate cover and top cover need to be replaced to address the reported complaint. The autopulse platform passed the functional testing without any fault or error. However, during the brake gap inspection, it was observed that the brake gap was too wide and out of specification. During archive review, user advisory (ua) 17 (max motor on-time exceeded during active operation) was observed. The error message is related to the brake gap being out of specification (too wide). The brake gap needs to be adjusted to be within specification to prevent future occurrence. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) is broken. No additional information is available. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.